Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 214 mg/dl. The customer reported being brought to the emergency room due to low blood glucose levels. The customer reported that the hospitalization occurred sometime in 2006. The customer became unconscious while in a vehicle. No additional information was provided.